Manufacturer narrative:
During testing at power up displayed a whitescreen error with a message hw watchdog error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted back up battery that supported ram chip u2 on the user interface controller (uic). This causes the ram data to get corrupted. Further testing, found the device did not pass the sdram test. This was due to the som2 hardware module. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact during preventive maintenance testing a hw watchdog error was noted in the device history. During verification testing at the service center, the device alarmed with a whitescreen error and displayed "hw watchdog error".